Event description:
On (B)(6) 2013 boston scientific corporation received a maude event report ((B)(4)) related to this event via the FDA. The account submitted MDR contained additional details which were previously unknown to boston scientific corporation. Reportedly, under fluoroscopy, the detached basket tip appeared to be at the opening of the ampulla. As a result, the physician attempted to retrieve the basket tip from the common bile, but the tip was not able to be retrieve and, therefore, was left to pass naturally from the patient

Manufacturer narrative:
Maude event report (foi) # (B)(4). A visual examination found residue on the returned device indicating procedural use. Additionally, the basket wires were partially extended and the tip was detached; the basket tip was not received for analysis. The guidewire lumen (sidecar) presented with pushback (likely due to operational context) of approximately 4mm and the sheath was found to be buckled approximately 15mm from the proximal end of the sidecar. Functionally, when actuated, the basket was able to be fully extended; however, the basket wires, which presented with evidence of tip detachment, were bent and unevenly spaced. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The condition of the returned incident device was consistent with the reported event that the basket tip detached. The device is designed so that the basket tip detaches if the stone cannot be crushed, which, based on the device analysis, occurred prior to performing the stone lithotripsy. However, a material review of the sub-assembly components used within the reported lot confirmed that the tip and pullwire joints conformed to the manufacturing specification. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, a 1-2 cm stone was to be captured using the basket device. However, the basket's distal tip separated prematurely inside the patient. Reportedly, the physician left the tip to pass naturally, and then completed the procedure using another trapezoid rx lithotripter compatible basket device. No additional damage or anomalies were noted with the device. No patient complications occurred as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detached prematurely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).